Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.0/+1.5/090 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2018, the lens was exchanged with a smaller lens due to excessive vault. The problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. Visual observation found the lens with an optic tear, haptic tear, and residue on the lens. (B)(4)